Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited inflation issues when using the tenacio pump. The cylinders were unable to fully inflate and remained semi-flaccid. The patient also reported that the pump was difficult to operate, resulting in dissatisfaction. A surgical procedure was performed to replace the tenacio pump with an ms pump, which is easier for the patient to use. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #. Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited inflation issues when using the tenacio pump. The cylinders were unable to fully inflate and remained semi-flaccid. The patient also reported that the pump was difficult to operate, resulting in dissatisfaction. A surgical procedure was performed to replace the tenacio pump with an ms pump, which is easier for the patient to use. No patient complications were reported.